Manufacturer narrative:
The insulin pump was received with severely scratched lcd window, cracked case at display window corners, missing end cap sticker and broken battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has cosmetic or physical damage. Blood glucose value was 193 mg/dl. The insulin pump was replaced and returned for analysis.